Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comment that the device shut off by itself; the main printed circuit board (pcb) was replaced as a preventive measure. It was also noted that the hanger and output connector assemblies were broken, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) shut off by itself. It was noted that the batteries were new. The epg has been returned for repair. No patient complications have been reported as a result of this event.